Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular exhibited oversensing of noise. Programming change was made to address the issue. The patient was stable.

Manufacturer narrative:
Correction: bradycardia should have been mentioned in the previous report.

Event description:
New information states that the patient presented in clinic for follow up. Upon interrogation additional instances of high ventricular rate was noted due to noise on the right ventricular lead. No intervention was performed. The patient will continue to be monitored. Bradycardia was noted upon review of the electrograms.